Manufacturer narrative:
A visual inspection confirmed the report of the basket not opening all the way. The eval revealed the handle cap was not tightly secured to the handle. The handle cap provides the force to hold the handle cannula in place. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot number. The (B)(6) 2008, segura hemi basket product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a segura hemisphere stone retrieval basket was used for a cysto lithoplaxy on (B)(6) 2008. According to the complainant, during a preparation, the basket would only open half way. The procedure was continued with another of the same device. No pt complications were reported as a result of this event.